Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian,tube(s)/one of essure coils was pushing thru right fallopian tube') in a (B)(6) female patient who had essure (batch no. A20053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice endometrial ablation" on (B)(6) 2012. The patient's medical history included heavy periods. Concurrent conditions included otitis media, upper respiratory tract infection, viral pharyngitis, low back pain, bladder infection, spondylolisthesis, degenerative disc disease, vertebral foraminal stenosis, ankles swelling, respiratory tract congestion, sore throat and anxiety. Concomitant products included calcium carbonate (calcarb), ciprofloxacin betain (cipro), fluoxetine hydrochloride (fluoxetine hcl) and minocycline hydrochloride (minocycline hcl). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2014, the patient experienced back pain ("lower back pain") and abdominal pain lower ("cramps / cramping"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2014, the patient experienced ovarian cyst ("possible ovarian cyst"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / excessive vaginal bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / severe bleeding"). The patient was treated with phenazopyridine hydrochloride (pyridium) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, back pain, abdominal pain lower, menorrhagia, urinary tract infection, nausea and ovarian cyst outcome was unknown and the dysmenorrhoea and vaginal haemorrhage was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, nausea, ovarian cyst, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record : lower back pain,urinary tract infection. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs received : lot number added. Previously reported event "injury nos" was updated to new event of perforation (fallopian tube(s)). Following new events were added : abnormal bleeding (vaginal, menorrhagia), urinary tract infection, nausea, dysmenorrhea, ovarian cyst, lower back pain and cramps and thermachoice endometrial ablation. Concomitant conditons, concomitant products and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian,tube(s)/one of essure coils was pushing thru right fallopian tube') in a 41-year-old female patient who had essure (batch no. A20053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice endometrial ablation" on (B)(6) 2012. The patient's medical history included heavy periods. Concurrent conditions included otitis media, upper respiratory tract infection, viral pharyngitis, low back pain, bladder infection, spondylolisthesis, degenerative disc disease, vertebral foraminal stenosis, ankle swelling, respiratory tract congestion, sore throat and anxiety. Concomitant products included calcium carbonate (calcarb), ciprofloxacin betain (cipro), fluoxetine hydrochloride (fluoxetine hcl) and minocycline hydrochloride (minocycline hcl). On (B)(6) 2012, the patient had essure inserted. In march 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2014, the patient experienced back pain ("lower back pain") and abdominal pain lower ("cramps / cramping"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2014, the patient experienced ovarian cyst ("possible ovarian cyst"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / excessive vaginal bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / severe bleeding"). The patient was treated with phenazopyridine hydrochloride (pyridium) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, back pain, abdominal pain lower, menorrhagia, urinary tract infection, nausea and ovarian cyst outcome was unknown and the dysmenorrhoea and vaginal haemorrhage was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, nausea, ovarian cyst, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record : lower back pain,urinary tract infection quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian,tube(s)/one of essure coils was pushing thru right fallopian tube') in a 41-year-old female patient who had essure (batch no. A20053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice endometrial ablation" on (B)(6) 2012. The patient's medical history included heavy periods. Concurrent conditions included otitis media, upper respiratory tract infection, viral pharyngitis, low back pain, bladder infection, spondylolisthesis, degenerative disc disease, vertebral foraminal stenosis, ankle swelling, respiratory tract congestion, sore throat and anxiety. Concomitant products included calcium carbonate (calcarb), ciprofloxacin betain (cipro), fluoxetine hydrochloride (fluoxetine hcl) and minocycline hydrochloride (minocycline hcl). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2014, the patient experienced back pain ("lower back pain") and abdominal pain lower ("cramps / cramping"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2014, the patient experienced ovarian cyst ("possible ovarian cyst"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / excessive vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / severe bleeding"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with phenazopyridine hydrochloride (pyridium) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, back pain, abdominal pain lower, urinary tract infection, nausea and ovarian cyst outcome was unknown and the dysmenorrhoea, vaginal haemorrhage, menorrhagia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, nausea, ovarian cyst, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record : lower back pain,urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Event : abdominal pain, pelvic pain added. Outcome of the event dysmenorrhea (cramping), vaginal haemorrhage, menorrhagia were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.